Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited "alarm no cartridge". Subsequently, the patient switched to back up pump. No reported adverse effect.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, it was impossible to duplicate the reported problem. Testing was performed, and the cartridge was loaded. The program ran the whole time and did not alarm no cartridge. It was noted that the device was functioning properly, and no problem was found. Based on the evidence, the complaint was not confirmed, and there was no fault found.